Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement abbott diabetes care (adc) device. The customer initially reported that the "sensor did not apply" during the application, therefore, a replacement device was ordered. However, the replacement device was not received, and the customer was unable to monitor their blood glucose. The customer became hypoglycemic and experienced nausea, memory loss, and a loss of consciousness. The customer was seen at a hospital where glucose (40%) was administered for the diagnosis of hypoglycemia and painkillers for treatment. No further details were provided. There was no report of death or permanent injury associated with this event.